Manufacturer narrative:
Physio-control evaluated the removed therapy cable. It was observed that the apex and sternum pins were knocked flat. This caused the paddles lead connection to become intermittent. There were no broken contacts. Physio-control determined that the likely cause was due to normal wear.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The customer installed a new therapy cable. Proper device operation was then observed through functional and performance testing and the device was put back into use.

Event description:
It was reported to physio-control that the customer during service observed that the therapy cable of their device functioned intermittently at the distal end connector of the cable. Defibrillation therapy might therefore not be delivered when required. There was no patient use associated with the reported event.